Event description:
Additional information was received that the noise resulting in oversensing and automatic mode switch on the ra lead. The capture threshold also increased over time. The ra lead was capped and replaced. The patient was stable.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that noise was observed on the lead and was suspected to be due to an integrity issue. Further information regarding additional event details, event resolution, and patient status have been requested but have not yet been provided.